Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube the customer found abnormal anomalies. The following information was provided by the initial reporter. The customer stated: "appearance anomalies. Efs occitanie mobile collection teams are reporting anomalies in the appearance of several references of becton-dickinson tubes on entire boxes."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube the customer found abnormal anomalies. The following information was provided by the initial reporter. The customer stated: "appearance anomalies. Efs occitanie mobile collection teams are reporting anomalies in the appearance of several references of becton-dickinson tubes on entire boxes."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode.